Event description:
It was reported that during a scheduled filter retrieval, it was identified that one filter limb appeared to be perforating the cava wall and was extending approximately 1 inch beyond the cava wall. The filter was successfully retrieved without injury to the asymptomatic patient.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The filter was discarded by the user facility; therefore, it is not available for evaluation. The event investigation is currently underway.